Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: the device was broken during use. It could be used at first, strange sound was heard when it grasped fat tissue. Two parts fall off outside patient when it was removed from the patient. Another device was used. No patient harm. Unknown if the operating time was extended. No additional tissue resection and no tissue damage. No bleeding and nothing fell into the cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the account: the doctor confirmed that no piece fell into patient. The device will be returned for evaluation. It is unknown whether the device was reprocessed or re-sterilized prior to use.